Manufacturer narrative:
The tandem user guide states to use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the cartridge with 120 units using a non-tandem syringe, the customer received a minimum fill notification. The customer did not have additional syringes to complete troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level. Tandem technical support advised customer to contact a healthcare provider regarding this event and for a back-up insulin therapy.